Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, a picture was provided and reviewed. Visual examination of the provided picture identified that the shaft was fractured at the connecting joint. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed based on the provided picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial surgery, the inner rotating shaft of offset reamer broke. Surgical technique was utilized. There was no patient impact. There was nomedical or surgical intervention. There was no surgical delay and no surgical complications. Foreign body was not retained. No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.